Event description:
During clinic follow up, noise resulting in oversensing was observed on atrial lead. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated an x-ray was performed and the device was reprogrammed to resolve the event. The patient was in stable condition.